Event description:
It was reported that removal difficulty occurred. The target lesion was located in the left anterior descending artery. After two stents were placed, a 10mmx3.00mm wolverine coronary cutting balloon introduced and used to inflate the distal of the stent. When an attempt was made to remove the wolverine, the device was found to be caught near the proximal part of the stent. Inflation was performed twice and the device was able to be removed. Because a severe resistance was observed during removal, the balloon was checked outside the patient and there seemed to be a separation at the flex point. The procedure was already completed so the device was not replaced. There was no patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination identified that approximately 1mm of the proximal end of a distal blade segment was found to be lifted from its pad. No other damage was observed to any of the blades. A visual and microscopic examination of the balloon material identified no damages to the balloon. Multiple kinking was identified along the hypotube. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the left anterior descending artery. After two stents were placed, a 10mmx3.00mm wolverine coronary cutting balloon introduced and used to inflate the distal of the stent. When an attempt was made to remove the wolverine, the device was found to be caught near the proximal part of the stent. Inflation was performed twice and the device was able to be removed. Because a severe resistance was observed during removal, the balloon was checked outside the patient and there seemed to be a separation at the flex point. The procedure was already completed so the device was not replaced. There was no patient injury. It was further reported that the device was completely removed from the patient's body without any additional intervention.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the left anterior descending artery. After two stents were placed, a 10mmx3.00mm wolverine coronary cutting balloon introduced and used to inflate the distal of the stent. When an attempt was made to remove the wolverine, the device was found to be caught near the proximal part of the stent. Inflation was performed twice and the device was able to be removed. Because a severe resistance was observed during removal, the balloon was checked outside the patient and there seemed to be a separation at the flex point. The procedure was already completed so the device was not replaced. There was no patient injury. It was further reported that the device was completely removed from the patient's body without any additional intervention.